Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's sister initially reported via phone, the insulin pump was having issues. The device had alarmed and it may be button error but customer's sister didn't know exact issues. Customer's sister was advised to have the customer call in to perform troubleshooting. Customer called back and reported the insulin pump had alarmed button error. Customer's blood glucose was 262 mg/dl. Customer stated the device was exposed to sweat and it may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response and gave a button error alarm due to corroded keypad traces. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and a broken belt clip slot.